Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was natural causes. The caller stated that the customer had retinopathy, hypertension, and high cholesterol. The caller did not know the customer's blood glucose at the time of death. However, according to the caller's recollection, the last recorded blood glucose value was 190 mg/dl. The caller stated that the customer's son reviewed the insulin pump and thinks that the customer may have overbolused the night prior to passing. The customer was wearing the insulin pump at the time of death. The caller did not know whether the customer used sensors or not. The caller agreed to return the insulin pump for analysis.